Event description:
Caller reported that their insulin cartridge leaked, causing their blood glucose level to display "high," exceeding 500 mg/dl. As a result, they required hospitalization and received nausea medication. The customer experienced ketones and discussed the situation with their healthcare provider, but no injury was reported. Due to no resolution provided for the leak, the caller opted to use multiple daily injections, expressing a lack of trust in the pump system.